Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Device evaluation summary: a winding former with two dispensed needle-suture combinations of product code (B)(4) were received for analysis. This product code is control release and contains eight strands per packet. During the visual inspection of sample (two needle-suture combinations), the swage and attachment area of needles were as expected; however, marks appears to be by use of surgical instrument were observed on the body of the needles. The sutures were examined along of the strands and the end of a suture was busted, in the other suture no defects or damaged were noted. A functional test was performed and the tensile force were above the minimum requirements. According to the sample (one needle-suture) condition it was suggest an improper handling of the sample.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the suture was used. During the procedure, the suture was broken easily during use. There were no patient consequences reported.